Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax loaner video scope ec38-i10l. In the event reported, it was stated that the image cuts out. The anomaly was detected in the procedure room during use and there was no adverse event reported with this complaint. The loaner device was returned to pentax medical service facility on service order (B)(4) and is currently pending inspection. No other information provided.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: although the cause could not be identified from the information obtained, it was a complaint due to an image abnormality. It is assumed that the cause is that the ccd cable is disconnected due to the load caused by repeated use. Correction information: g4: premarket identification PMA/510(k) g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result. D4: UDI h3: device evaluated h4: device manufacture date.